Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the pace/sense and shock channel. The noise was oversensed which resulted in inappropriate anti-tachycardia pacing (atp) to be delivered. It was also noted that the rv pacing impedance and threshold measurements intermittently increased. Subsequently, this rv lead was capped and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.